Event description:
A user facility reported to olympus that no endoscope image was present and error "b30" occurred. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
The device was repaired by a field service technician onsite at the user facility. To resolve the problem, the socket was replaced due to poor contact at the scope connector. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the b30 error could not be identified. However, it¿s likely the cause is related to dirty contacts on the connector sockets. Olympus will continue to monitor field performance for this device.